Event description:
A malfunction occurred, but it was reported that there was no adverse impact on the customer¿s blood glucose level. Technical support assisted the customer with resetting the pump by providing necessary instructions, and the malfunction code did not recur after the reset. The customer was advised to continue using the pump and to contact technical support if the issue reappears, which the customer acknowledged and understood.